Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v918390. Implanted: (B)(6) 2012, product type: lead.

Manufacturer narrative:
(B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that they had it removed about 2 years ago because the wires kept breaking. It was noted that the patient had chronic vertigo. He wished he never had it removed, but he did not want to keep getting surgery every time the wires broke. He now had severe pain. He loved it when he had the device, but he thought one of the broken wires touched another nerve because last time it was checked, 3 out of the 5 wires were broken. The patient had nausea and he kept getting sick, and a nurse told him she had heard of that happening before. The patient as interested in having another implant and the rep left a message for the healthcare provider (hcp) to call the patient back for an appointment. The patient's relevant medical history includes gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.